Event description:
Patient presented with a crown and screw snapped off in hand. Dr exposed implant and found a small portion of what appeared to be the implant that had come out during the exposure. Implant fracture.